Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. Additionally, data analysis for this product and issue has been reviewed. Review showed no adverse trends have been identified. The complaint is not confirmed.

Event description:
Customer's father reported that on an unspecified date/time, customer was not feeling well and was vomiting, so they attempted to perform a ketone test using her adc blood glucose meter, but instead of producing a reading it showed an e-6 message on the display. Caller further reported they went to a local healthcare facility where she was diagnosed with hyperglycemia and treated with an unspecified intravenous infusion and insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.